Manufacturer narrative:
As received, a partial lead was returned in two pieces for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. The stylet insertion test was unable to be performed due to as received damaged lead. All damages found are consistent with procedural damage. The reported events of insulation breach, low lead impedance and stylet insertion issue were not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, low pacing impedance was observed on the right atrial (ra) lead. Repositioning was attempted, however, the stylet could not be inserted into the ra lead. The ra lead was explanted and lead damage was noted. The physician alleged the lead damage was due to a lead malfunction and not due to procedural damage or use error. A replacement ra lead was implanted to resolve the event. The patient was in stable condition.